Event description:
It was reported that this right atrial (ra) lead was not functioning correctly. An attempt was made to revise this ra lead but was unsuccessful. Hence, the lead was explanted. No additional adverse patient effects were reported.